Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap bevel edge and metal cap are not aligned; the glass cap can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion and signs of crystal deposits on surface; the outer flow tubing open end exhibits minor scratch marks, and moderate contamination, likely biologic. Probable root cause: based on the device analysis, the product complaint "end firing" could not be confirmed; glue failure was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 135,731 joules of use and 37:00 minutes while using the side-firing surgical fiber during a prostate procedure, the fiber output was observed to be end-firing. The fiber was replaced and the procedure completed using a second surgical fiber. Patient outcome: "ok" - there was no injury reported.